Event description:
During angioplasty, a stent balloon was inserted into the left main coronary artery. Balloon was inflated. At the end of the procedure the balloon would not deflate. Positive pressure was applied and the balloon ruptured. Thereafter, the catheter was removed. Initially, the pt became hypotensive but once the catheter was removed the blood pressure was restored, the pt remained alert and oriented. All vessels were patent. The pt was transferred to the ccu and discharged home 5 days later.